Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. Of the six identified lots, two had the same nc. The nc is unrelated to the current event. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a critline blood chamber disengaged from the optiflux dialyzer at the termination of their hemodialysis treatment during venous blood infusion. Upon follow up, the nurse stated that the blood leak occurred during infusion (end of treatment) the patient¿s hemodialysis (hd) treatment. The blood chamber disengaged from the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was at the end of treatment therefore they completed treatment on the same machine. The complaint device was not available to be returned to the manufacturer for physical evaluation.